Manufacturer narrative:
Results: the review of the mfg and sterilization paper verified that this lot met all pre-release specifications. Additional device implanted and involved in this event: pxc121000/05677129.

Event description:
On (B)(6) 2008, the pt underwent treatment of an abdominal aortic aneurysm with two gore excluder aaa endoprostheses. It was reported that during the procedure, the aneurysm appeared to be inflamed. On (B)(6) 2014, the pt presented to the hospital was fever and nausea. It was reportedly determined that the implanted devices were infected due to the pt's "hostile" abdomen. The same day, the devices were explanted, and an axillo-bifemoral bypass was performed. It was reported that two hours after the procedure, the pt expired due to the pt's hostile abdomen. The physician reportedly does not believe the device caused or contributed to the pt's death.